Manufacturer narrative:
Concomitant medical products: boston scientific x2 leads, implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead were explanted - and later replaced with competitor products - due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.